Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The doctor broke the delivery handle and was able to retrieve the capsule by pulling the pull wire. The pt was not injured following the procedure.